Manufacturer narrative:
H10. H3, h6: the device reported, used in treatment, was not returned for evaluation. The relationship between the product and reported incident cannot be established. Device history review/ batch record review is not possible as the device lot number is not available at this time. Complaint history review for the previous 36 months and failures related to ¿broken tip¿ issue found no similar complaint. Clinical evaluation was completed and concluded that without the requested clinical information a thorough medical investigation cannot be rendered. Should any additional clinical information be provided this complaint will be re-evaluated. Risk management documents were reviewed finding no additional risks that require to be added to the reference document. Review of the product instructions for use found adequate warnings and precautions to prevent damage to the device during use. Without the reported product a fully visual and functional evaluation cannot be performed and customer¿s complaint cannot be confirmed. An exact root cause cannot be determined without evaluation of the device; however, factors unrelated to the manufacture or design of the device that could have contributed to the reported event include: (1) excessive force (2) tissue thickness (3) damage or debris on the device tip between passes. No containment or corrective actions are recommended at this time. There were no indications during manufacturing record review that would suggest that the device did not meet product specifications upon release into distribution.

Event description:
It was reported that first pass mini was used for meniscus root repair and upon extracting the device, the tip disengaged. This was visualized and it was removed however post-operative x-rays were performed and a metallic fragment was noted. Patient returned to the operating room for removal of the metallic piece. Patient outcome is unknown. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.